Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp had one of components 1 and 2 disassembled / missing. The missing components were not returned. DHR was reviewed and no discrepancies were found. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for this device. This device was subsequently re-designed to account for this failure mode. It was determined that this devices was manufactured prior to this design change. Root cause of the event is attributed to the design of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tasp shim was found missing ball bearings/disassembled. As the instrument was found post sterilization there was no adverse events as a result of this malfunction.